Event description:
It was reported the patient experienced increased pain a couple weeks ago. The patient went to the physician a ¿couple weeks ago¿ and they could not aspirate the catheter. A rotor/roller study was performed. There was a catheter occlusion. A revision was being done (B)(6) 2013. The pump had a high concentration. The physician planned to reduce the concentration and placea new catheter following another attempt to aspirate the catheter in surgery. The patient status was alive - no injury. The pump was delivering dilaudid, bupivicaine and clonodine. It was later reported the patient¿s pump pocket was opened and the catheter still was unable to be aspirated. They couldn¿t get cerebrospinal fluid. The suture less connector was disposed of. The rest of the catheter was tied off and left in place. The physician placed a new catheter and had great cerebrospinal fluid flow. It was reconnected to the pump with 2 mg/ml dilaudid; a much lower concentration. It was later reported the location of the occlusion was unknown. The patient was doing well.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter product ID 8590-1, lot# n250435, implanted: 2010-(B)(6), product type accessory product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).